Manufacturer narrative:
The insulin pump alarmed after battery change due to component voltage leaking on the interface board. No a17 alarm noted. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin passed off no power test, self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was set time proper time and date and no unexpected a21 alarm noted during time and date setting. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received the alarms when she reset the time and date. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised to monitor the pump. The customer will be sent a replacement pump.